Event description:
Cause of problem unk. Bed in "down" storage. No pt impact reported.

Manufacturer narrative:
Technician found bed in "down" storage. Found hi-lo head up function not working. This function does not work under power. Nor does it work manually. The battery led is on. Determined problem to be faulty valve guide tube. Replaced hi-lo head up valve guide tube to resolve this issue.